Manufacturer narrative:
Merge technical support was unable to remotely access the device at the time the customer placed the call due to the procedure being in progress. About one hour later, the customer returned the call and stated that the problem had been resolved. Once the medical staff removed the third party catheter, ECG readings went back to normal. Photographs were obtained of the device showing noise when the catheter was connected and then no noise when it was disconnected. Device labeling, hemo-6373 v10 user manual, addresses such an occurrence with statements such as, "all hardware must be connected properly and the proper cardiac output cable must be used. The catheter must be configured properly in the application."

Event description:
Merge hemodynamics monitors, measures, and records physiological data from a human patient undergoing a cardiac catheterization procedure. The system comprises the patient data module and the merge hemodynamics hemo monitor pc. The two units are connected via a serial interface. All vital parameters and evaluations are registered and calculated in the patient data module. This data is then transmitted to the merge hemodynamics hemo monitor pc via the serial interface. All data can be shown and monitored on the merge hemodynamics hemo monitor pc. On (B)(6) 2016, a customer reported to merge healthcare that during a procedure issues were experienced with the ECG display. The problem presented as "noise" on the display screen so the medical staff checked all cable connections, swapped out cables, and subsequently used a portable ECG monitor to complete the procedure. With merge hemo not capturing physiological data, there is a potential for incorrect treatment that could result in harm to the patient. However, the customer reported that procedure was completed successfully using the portable device. (B)(4).